Manufacturer narrative:
It was reported that the ventilation was stopped during treatment and communication errors were generated. According to the support case and log evaluation the communication to the user interface is lost. The recommended action is to replace the control cable or the cpu printed circuit board. No service report and no information whether any parts have been replaced have been provided despite requests. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilation was stopped during treatment. There was no patient harm. Manufacturer's ref. #: (B)(4).